Manufacturer narrative:
Operator of device: patient/consumer. Brand name, expiration date, and PMA/510k are unknown; no additional information has been received to date. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient has had issues with two cassettes since last fill. Both times, her pump was starting to beep and give error messages when the cassette volume was around 30 milliliters. She replaced the cassette which resolved the issue and infusion was continued. No patient injury was reported.

Manufacturer narrative:
Other, other text: h4: device manufacture date could not be completed due to lack of information regarding lot number. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was not returned for investigation, so no visual inspection and functional test were performed. Because no product was returned, the investigator was unable to confirm the reported complaint. If the product is returned however, the manufacture will reopen this complaint for further investigation. No lot number was provided; therefore, device history record review could not be completed.